Event description:
It was reported via repair work order that the bed had intermittent power due to a loose power cord power prong. It was further reported the auxiliary power cord was missing its ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.